Event description:
Nellcor puritan bennett received a report from a tyco healthcare service center that when spo2 indicated 30% to 39%, the alarm didn't make sound. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit for evaluation. If additional information is made available, a supplemental report will be submitted.